Event description:
Per the clinic, the patient presented at the emergency room on (B)(6) 2020, for skin healing issues. The patient was treated with topical and oral antibiotics on (B)(6) 2020. On (B)(6) 2020, it was noted the patient's skin edges were opened. The patient was advised to stop use of antibiotics. The issues resolved; and the patient resumed use of the device.